Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire migrated within ECG electrode was intermittently shorting with the lead 1- brown wire. An internal corrective action has been initiated to investigate the migrated wire. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving frequent "adjust belt" messages.